Manufacturer narrative:
The following batteries were reported; however, it is unknown which batteries were involved in the reported event: a00036 (B)(4), a00036 (B)(4), a00036 (B)(4), a00036 (B)(4), 1650de (B)(4), a00036 (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is one of three reports (3007042319-2015-01830, 3007042319-2015-01831 and 3007042319-2015-01832) submitted for devices related to the same event. Device has not been received.

Event description:
It was reported from (B)(6) by the vad coordinator that the patient recognized switching problems beginning (B)(6). The reaction of the patient was disconnecting the batteries and then reconnecting. The patient was shopping on the when she recognized that the pump was not running any longer. The display of the controller was dark, no leds from the battery status lights. The controller was switched off. After 10 seconds, the system automatically restarted. The batteries had not been disconnected and then reconnected. The controller and six batteries were replaced. The patient tolerated the controller exchange well and is now home, and doing fine. No further information available at this time. Investigation is still in progress. This is report 2 of 3.

Manufacturer narrative:
Log file analysis: log file analysis showed multiple occurrences of premature battery switching. Log files also showed several entries on (B)(4) 2015 where two batteries were connected to the controller, but one of the battery ids was incorrectly registered as 0. The event log file also confirms the controller power down referenced in the complaint event details. Battery (B)(4) was returned for evaluation. Premature power switching events were confirmed in the log files. The log files showed entries where 2 batteries were connected, but one of the battery ids was incorrectly registered as 0. The log event file also confirms the controller power down referenced in the complaint event detail. Analysis of the battery revealed that it met specifications; the device passed visual examination and functional testing the most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and a battery with the potential to malfunction due to faulty internal cell pairs. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of seven reports (3007042319-2015-01830, 3007042319-2015-01831, 3007042319-2015-01832, 3007042319-2016-00554, 3007042319-2016-00558, 3007042319-2016-00559 and 3007042319-2016-00560) submitted for devices related to the same event.